Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Operator reported observing blood in the waste line at the end of a routine hemodialysis treatment. Treatment was discontinued without performing rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide in the event a blood leak is observed. Eval of the returned cartridge found no problems that would contribute to the reported event. Review of the treatment log files are indicative of a clot on the venous header of the filter. However, it is unclear if the clot may have been significant enough to cause blood to be subjected to sheer forces sufficient to cause hemolysis. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.